Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. The patient's parent stated the patient had a history of opioid addiction and it is unknown if they overdosed or not. The parent indicated they feel the patients implantable cardioverter defibrillator (ICD) system may have failed. According to the parent the device has been explanted in possession of the medical examiner.